Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the lead exhibited varying impedances, so the lead was repositioned. The impedance was still unstable and the lead also exhibited high thresholds and noise. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.